Event description:
Event description: as reported, the placement of the 26mm sapien 3 ultra resilia went as planned with a successful deployment of the valve in a native aortic annulus. However, the perclose failed and the team had to place a covered stent over the access site. It was closed without complication. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter did not allege the (B)(6) device was deficient in some way and the perclose failure occurred after the removal of the (B)(6) sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).